Event description:
It was reported that the biomed stated the arctic sun device was not filling, only took two liters and stopped at 2 bars. Per follow up information received via task on (B)(6) 2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per follow up information received via task on (B)(6)2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.